Event description:
It was reported that the patient had been lost to follow-up and presented to the clinic complaining of experiencing weakness/fatigue. Upon interrogation, the pulse generator exhibited backup vvi operation. The patient was sent to the hospital and on (B)(6) 2017 the device was explanted and replaced.